Event description:
It was reported that during a follow up in clinic, inadequate capture and a decrease in battery longevity were noted on the device. The physician suspected the decrease in battery longevity was due to premature depletion of the battery. The battery voltage has not reached elective replacement indicator (eri) level at this time. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.